Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient had faced abscesses in abdomen by cannula issues as the patient was not following the sterilization process as per the doctor. The patient reported total 5 abscesses. The one of the abscess was big in size so the patient treated by lancing procedure. The patient was on antibiotics as per prescription. No further information available.